Event description:
It was reported that a safestep needle leaked. 3/15/2019- additional information received stated, "pt called and asked to come in to have her port needle set checked as it was leaking. Bard safestep huber port needle set was found to be leaking at the junction of the tubing and the clave when flushed with saline by the rn. Water squirted out from the tubing. Port needle was deaccessed and placed in a biohazard bag. Patient's port was then reaccessed with new port needle set."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint history, applicable previous investigation(s), labeling, physical sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking on the extension tube was confirmed and the cause appeared to be use related. The product returned for evaluation was a 20ga x 1.0¿ safestep infusion set. The sample contained usage residue throughout and a needleless injection cap was attached at the luer hub. The sample contained a circumferential crack in the extension set within the fillet at the interface with the luer adaptor. Microscopic examination of the fracture surface revealed a topographically complex surface with linear patterns similar to fracture beachmarks. This type of damage is consistent with material fatigue which could have occurred due to repeated torsional or flexural stresses on that joint. No indication of potential manufacture damage or defect was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a safestep needle leaked. On 3/15/2019 - additional information received stated, "pt called and asked to come in to have her port needle set checked as it was leaking. Bard safestep huber port needle set was found to be leaking at the junction of the tubing and the clave when flushed with saline by the rn. Water squirted out from the tubing. Port needle was deaccessed and placed in a biohazard bag. Patient's port was then reaccessed with new port needle set."